Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was not returned, however, the photos were reviewed and there was a photo of the balloon on the guidewire and a photo with part of the detached distal shaft with markerbands and portion of the balloon. It was confirmed that the balloon had a circumferential tear and was detached from the shaft and that the distal shaft was detached.

Event description:
It was reported that shaft break, balloon rupture and balloon detachment occurred. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, it was noted that the shaft of the balloon at the distal end was detached, the balloon ruptured and became separated form the shaft that had broken. The detached parts remained in the patient's body for a period of time. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break, balloon rupture and balloon detachment occurred. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, it was noted that the shaft of the balloon at the distal end was detached, the balloon ruptured and became separated form the shaft that had broken. The detached parts remained in the patient's body for a period of time. No patient complications were reported.